Event description:
The customer reported that she had placed a new pod before going to bed but experienced high bg's (380-greater than 400 mg/dl) during the night. Multiple correction boluses were administered but were ineffective at controlling her levels. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.